Event description:
The customer reported that an api proficiency sample was typed incorrectly. For survey sample s-14 the customer yielded an anti-c instead of the correct anti-e with biotestcell-i11. The customer had returned neither the survey sample nor the supposedly defective product. Therefore our quality control laboratory tested the retained sample of biotestcell-i11 with different antibodies, e.g. Anti-c and anti-e. All positive and negative reactions were correct and the antibodies could be typed clearly. Testing by the quality control laboratory confirmed the allegedly defective lot of biotestcell-i11 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report for this incident.